Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician anastomosed a surgical graft on the ascending aorta and performed a complete debranching procedure to the brachiocephalic, left common carotid, and left subclavian arteries. Two endoprostheses were advanced and successfully deployed through a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/15585070) from the right side. Upon withdrawal of the introducer sheath, the right external iliac artery was ruptured. It was reported that strong resistance was met while the introducer sheath was being advanced. The physician elected to implant a gore® excluder® aaa endoprosthesis, contralateral leg component from the right common iliac to the external iliac arteries to repair the rupture. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.